Manufacturer narrative:
Product analysis #288137340: equipment used: vis (m-81805). As found condition: the solitaire fr revascularization device was returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. Damage location details: the solitaire fr marker coil was found bent. The stent non-working length tear drop struts were found bent and broken. The remaining stent non-working and working length struts were found in good condition. Testing/analysis: the broken solitaire fr stent was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the stent strut failed via tensile overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ report was confirmed. Damage to the solitaire fr revascularization device can occur if the device is advanced/retrieved against resistance. Possible causes of ¿resistance during delivery¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or user does not maintain continuous flush. The patient¿s vessel tortuosity was ¿normal¿; therefore, patient vessel tortuosity was ruled out as a potential cause. Information regarding use of a continuous flush was not reported. Therefore, user does not maintain continuous flush could not be ruled out as potential causes. The taijie weiye micro catheter used in the event was not returned. In addition, the model of the catheter was not reported. Therefore, any contributing factors (i.e., catheter damage, compatibility) could not be assessed. The cause for the reported resistance could not be determined as insufficient information was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the solitaire encountered resistance in the proximal section of the catheter. The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerebral artery. The patient's baseline mrs score was 0 and procedure was 0. The baseline nihss score was 19 and tici score was 1. Post procedure nihss was 3 and tici was 3. IV tpa was not contraindicated. There were 2 passes with the device. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 4.5 hours. No patient symptoms or further complications were reported as a result of this event. It was reported that the healthcare professional (hcp) performed the emergency interventional surgery for acute cerebral infarction. The lesion was middle cerebral artery occlusion, and swim technology was selected for thrombus removal, and the thrombus removal stent was sfr-6-30. After the access was established, the microcatheter was positioned, the length of the thrombus was confirmed, and the sfr-6-30 stent was delivered. During this process, the surgeon felt that the protective sheath's tip of the stent's tip was difficult to enter the microcatheter. The surgeon could not push it forward even though he pushed slowly, so he withdrew the stent and inspected the stent and found that the stent structure was deformed. In order to carry out the operation safely and smoothly, the surgeon replaced the stent of the same type, and successfully completed the delivery and deployment, and successfully completed the surgery. Resistance occurred during the procedure during delivery in the proximal section of the catheter. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a taijie weiye microcatheter.